Manufacturer narrative:
(B)(4). Article citation: saththianathan, mayuran, et al. ¿the role of bacterial biofilm in adverse soft-tissue filler reactions.¿ plastic and reconstructive surgery, vol. 139, no. 3, 2017, pp. 613¿621., doi:10.1097/prs.0000000000003067. The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of granulomatous inflammation, edema, pain, infection and biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of granuloma, edema, pain and infection: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials should be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. - attachment: [santhianathan 2017.pdf]

Event description:
In the article ¿the role of bacterial biofilm in adverse soft-tissue filler reactions": a patient had been injected with unspecified juvéderm voluma and aquamid in the zygomatic midface. Patient received the injection for hiv lipoatrophy. The patient had evidence of granulomatous inflammation, swelling and fluctuance pain 8 years after the injection. All patients in the article "had multiple treatments at 8- to 12-month intervals during this time" and "all patients had been treated with multiple courses of oral antibiotics." Patient also had attempts at percutaneous needle and/or surgical drainage of the infection. A fresh tissue specimen was obtained from the patient. A culture of the specimen grew s. Epidermidis and streptococcus mitis. A routine histologic staining demonstrated foreign body granuloma formation in all specimens with classic characteristics including multinucleated giant cells which included filler substance. A 16s rrna quantitative polymerase chain reaction detected high numbers of bacteria in the specimen. Biofilm was visualized on both scanning electron microscopy and fluorescence in situ hybridization. A microbiome analysis confirmed multispecies biofilm with a predominance of pseuromonas fluorescens and other intraoral and skin flora species. There were also steptococcus mitis, s. Salivarious, staphylococcus aureus, coagulase-negative staphylococci, acidovorax species, herbaspirillum putae, ralstonia pickettii and acinetobacter. The majority of bacteria were aerobic or facultative aerobic, with less than 10 percent of the microbiome composed of anaerobic organisms, principally propionibacterium acnes.